Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested and received.

Event description:
A surgeon reported a patient with decreased near vision and dissatisfaction following bilateral intraocular lens (iol) implant surgery. A yag laser procedure was performed. In a follow up, the surgeon reported the outcome of the event as "poor." There are two medical device reports associated with this event. This report is for the right eye.